Event description:
Pt called lfs on 07/2002 alleging that their lfs meter has segments missing. Since pt was unable to obtain a bg readings, pt went to the dr to obtain a reading. Issue was not resolved by the ccr. Meter is being replaced. There is no serious injury or adverse event.